Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Implanted: na. Explanted: na. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon opened the vial of a 13.2mm vticmo13.2 implantable collamer lens, -10.50/+1.0/097 (sphere/cylinder/axis), and noted the lens was damaged before removing the lens from the vial. There was no patient contact and the surgery was not started. Another same model/length lens was implanted on (B)(6) 2019 and the problem was resolved.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture and residue on the lens. Visual inspection found the lens haptic torn with residue on the lens. Claim#: (B)(4).